Manufacturer narrative:
The pod was received with the formed needle visible in the exposed portion of the soft cannula. Opening of the pod revealed that the formed needle had become unseated from the slide retract. Inspection of the slide retract and formed needle found damage indicating that the formed needle was incorrectly installed into the slide retract. Resetting the needle mechanism and manually deploying the needle replicated the original failure to retract.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for longer than 48 hours and there was no reported impact to patient's blood glucose levels.